Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2008, and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2019, during which the surgeon noted the mesh had migrated and was only partially adherent to the abdominal wall. Further, the mesh has densely adhered to the bowel and omentum. The adhesions were significant and severe enough that the surgeon decided not to attempt to remove it. It was reported that the patient experienced severe pain. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information: a1, a2, b7. Additional b5 narrative: it was reported that the patient experienced recurrent incisional hernia following surgery.

Manufacturer narrative:
Date sent to the FDA: 12/03/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.